Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient ((B)(6)) experienced an error and hence the physician suspected fracture of the drg lead. Due to the error the stimulation was turned off. As a result, surgical intervention was undertaken to have the drg lead explanted. It is unknown if one lead was explanted.